Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that restarting the system and rotating the c-arm again resolved the issue at the time of the event. No harm to the patient or user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm would intermittently freeze when rotated to 90 degrees. Troubleshooting identified an issue with the clea2 c-arc rotation motor. The fse replaced the motor. After the motor was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm had a movement problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.